Event description:
It was reported that during implant attempt, the physician bent the proximal end of the lead with the blue rotation tool, and by doing so was unable to insert a stylet into the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: there was blood on the distal conductor; full lead returned and analyzed.